Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly, and subsequently, turned off. The pump battery depleted 45% in less than 8 hours. When the customer turned the pump back on, the pump displayed a malfunction alarm. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer reported that they will continue to use the pump for insulin therapy.